Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a week ago patient started to have an uptick in parkinson's symptoms. Caller states patient is not stable, having problems with orthostatic blood pressures and erratic parkinson's. Caller also states 4 days ago, patient started having what looked like silent seizures or possible mini strokes. Patient had to be taken by ambulance because blood pressure was at stroke level and caller could not get it under control at home. Patient was residing in florida but is now with daughter in virginia. Patient is currently in the hospital on day 3. Patient last had a neurology appointment in september and hcp said the battery looked good. Patient representative states patient has had some issues with placement of the ekgs and has comein a couple of times and readjusted. Agent reviewed it may be interfering and also reviewed due to therapy being on artifact may be present in the results of the test. Caller states they are looking at it now and it is showing high peaks. Caller states in the past patient has let implant die 3 times due to not charging and it is not good for the patient to turn therapy off. Patient will not be able to walk, talk and has tremors, also it zaps the patient when turning therapy back on and it takes a couple days to recover. Caller mentioned patient has not had an adjustment in over 2 years and there is even room on the prescription to be adjusted on the remote but they have not needed to do it and they are not comfortable doing it without neurology advisement and monitoring. Caller thinks the dbs needs adjusting. Additional information received from hcp. Patient confirmed not to have had any strokes. Seizures, high blood pressure observed, marked as disease progression.